Manufacturer narrative:
Company comment: the serious events of hypersensitivity and oedema at implant site were considered expected and possibly related to the treatments. Seriousness criteria include medical intervention to prevent permanent damage. Potential root cause include the patient's hypersensitivity to the products. Restylane lyft with lidocaine was used off-label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for this lot number. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a registered nurse, which refers to a 27-year-old female patient. The patient had no known drug allergies but had pineapple sensitivity. The patient was not taking any concomitant medications. The patient had previously received treatment with dysport and restylane kysse. On an unknown date, beginning of covid (as reported), the patient received johnson & johnson covid-19 vaccine. The patient had also received flu shot in (B)(6) 2023. On (B)(6) 2023, the patient received treatment with restylane lyft with lidocaine (lot 20363), about 0.5 ml to chin onto the bone for projection using 27 gauge needle and along the jawline using 25g cannula unknown injection technique. The restylane lyft with lidocaine was injected in the chin onto the bone (off label use of device). She was fine at that time. The same day, the patient was treated with 0.5 ml of restylane kysse (lot 20815) to lips using 30 gauge needle with unknown injection technique. During the injection when the hcp started the treatment with restylane kysse at the cupids bow and completed half through the right side, the patient experienced swelling/edema (implant site oedema), which was not typical inflammatory response swelling. Thereafter, the hcp started treatment on the left side and applied an ice bar on the other side. By the time hcp finished the top lip, the patient was having an allergic reaction (implant site hypersensitivity) to lyft and kysse and it quickly worsened. The hcp started treatment with hylenex [vorhyaluronidase alfa] and unspecified IV medication. The patient was also given benadryl [diphenhydramine hydrochloride], solumedrol [methylprednisolone sodium succinate] and pepcid [famotidine] and also ice and cortisone [hydrocortisone] cream was applied through the night as well. On (B)(6) 2023, the patient was treated with prednisone [prednisone]. There was appropriate perfusion the whole time, the capillary refill was good, and the gums were okay. There was also orbital edema with swelling. The hcp had dissolved both the lips and chin. As of (B)(6) 2023, the patient was much better with the swelling. On (B)(6) 2023, the hcp would see the patient for another IV for fluids. Outcome at the time of the report: swelling/edema was recovering/resolving. Allergic reaction was recovering/resolving. Restylane lyft with lidocaine was injected in the chin onto the bone was recovered/resolved.